Event description:
A customer reported that during a patient procedure, using a glidescope titanium smart cable, the image on the connected glidescope video monitor would intermittently go dark or would go out. A backup system was used to complete the procedure which was made available in 1-2 minutes. No delay during the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope titanium smart cable was returned to verathon for evaluation along with the glidescope video monitor used during the reported event. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image issues. When connected to known, good, test blades and batons, no image cut out was observed with either the smart cable or the video monitor. The customer's smart cable and video monitor passed verathon's device functionality testing. The laryngoscope used with the smart cable and video monitor during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, both the glidescope titanium smart cable and glidescope video monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.